Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. The customer reported complaint for the platform displaying error message user advisory (ua) 16 (timeout moving to take-up position) was confirmed during archive review and initial functional testing. The root cause was due to seized brake gap. The brake gap was freed and cleaned with alcohol to remedy the fault. During visual inspection, cracked front enclosure was noted. Review of the archive data indicated multiple error messages ua 16 occurred on the reported event date of 05/30/2017. The platform failed the initial functional testing due to error message ua 16 displayed when the device was powered on. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The front enclosure was replaced and performed clutch plate deburring to solve the sticky clutch, after which the platform passed both the run-in and final functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).

Event description:
It was reported that during training, the autopulse platform was displaying error message user advisory (ua) 16 (timeout moving to take-up position). No patient involvement was reported.